Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Message came up for controller malfunction. Specific component(s) involved: external controller malfunction. Message came up for controller malfunction. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller. Type: lvad.